Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00x24mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut was worn out and lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Devie evaluated by MFR.: synergy ous mr 4.00mm x 24mm stent delivery system was returned for analysis. Examination of the stent under microscope found no stent damage. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00x24mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut was worn out and lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.